Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due a to failure in led (light-emitting diode) unit. Evaluation also discovered there were no circuit board nuts (non reportable malfunction). Olympus will continue to monitor field performance for this device.

Event description:
A customer reported to olympus, the visera elite ii video system center displayed an e105 (lighting lamp failure) error that turned the screen yellow. The event occurred during a therapeutic laparoscopic cholecystectomy. The procedure was completed without delay, using the subject device. There was no report of user or patient harm associated with this event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegations of e105 (lamp failure) error and yellow image were confirmed. In addition, there were no abnormalities visually. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.